Event description:
It was reported to ventec that the device alarmed and then unexpectedly shut down during use. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue, and that the respiratory therapist was nearby and able to place the patient on their backup device for support.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records (system logs) for analysis where it was confirmed that the device had alarmed and shut down unexpectedly during the reported event. Ventec then performed an extensive evaluation of the device but was unable to duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.